Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low blood glucose reading of 40 mg/dl. The customer then stated she had been hospitalized recently and stated the sensor did not give her any alerts. The customer did not want to troubleshoot and disconnected the phone call.